Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer reported receiving a scan result of 139 mg/dl and experiencing symptoms described as cold sweats and tremors. A reading of 61 mg/dl was obtained on a competitor brand device and customer was treated with grape juice, banana, and (B)(4). No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was returned and was observed properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed sensor plug and inspected sensor plug assembly. No issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer reported receiving a scan result of 139 mg/dl and experiencing symptoms described as cold sweats and tremors. A reading of 61 mg/dl was obtained on a competitor brand device and customer was treated with grape juice, banana, and coca-cola. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer reported receiving a scan result of 139 mg/dl and experiencing symptoms described as cold sweats and tremors. A reading of 61 mg/dl was obtained on a competitor brand device and customer was treated with grape juice, banana, and coca-cola. No further treatment was reported. There was no report of death or permanent injury associated with this event.